Manufacturer narrative:
On 16-feb-2021, mentor received additional information regarding the patient's symptoms and suspected medical device. The patient had right-sided deflation. The relevant fields have been updated. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak test of the returned device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with the mentor's procedures. Findings revealed a leak from the valve. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: tthe valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. The serial number of the suspected medical device: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile prosthesis and experienced unilateral deflation postoperatively. As a result, the patient underwent explantation on (B)(6) 2021. The patient¿s symptoms were improved after the revision surgery. The side of the suspected medical device is unknown at this time. The serial number of the suspected medical number is either (B)(4). Follow-up is currently in progress. If additional information is received in the future, a supplemental report will be submitted.